Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the tubing during the fill tubing process. The customer reported experiencing elevated blood glucose (bg) levels between 288 and 333 (mg/dl). A bolus was delivered and a pump temp rate was set at 250% for 3 hours; however, elevated bg levels persisted. The customer changed their tubing and resumed insulin delivery.